Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted the intuitive technical support engineer (tse) to report non-intuitive motion on universal surgical manipulator (usm) 3. The customer replaced the instrument, but it didn't resolve the issue. The surgery was already completed under this condition. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer confirmed that the procedure was completed under the affected condition. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained to the customer that the cause seemed to be poor engagement between the carriage and the sterile adapter (sa). No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. While a definitive root-cause cannot be established since the reported complaint was not confirmed/replicated, a potential root cause for this failure can be attributed to an engagement issue between the universal surgical manipulator (usm) carriage and the sa.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while attempting to manipulate instruments from the surgeon console. The movements of the surgeon did not scale appropriately to the universal surgical manipulator (usm). The movement was observed lesser than intended. The arm was not moving much and had a small movement rather than a delay. There was no shakiness and/or friction experienced/observed, arm-to-arm interference, or external collisions. The issue was intermittent when performing suturing. The same case occurred when the forceps was attached to another arm. The was no patient injury.

Event description:
Refer to h11 for follow-up information.